Manufacturer narrative:
Type of investigation 3331 - device history record (DHR) review: the DHR review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: one similar complaint type event(s) was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens of diopter -10.5 into the patient's right eye (od) on (B)(6) 2011. Per instagram comment, "these lenses gave me cataracts at 35 years old. I've had nothing but eye trouble and multiple surgeries since." Reportedly, "patient did not return here for follow up."the cause of the event was reported as unknown.